Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided d4: expiration date unknown / not provided.

Event description:
It was reported that the latchlock driver fractured at the tip during the implant placement. No impact on the patient reported.